Event description:
The device was explanted. Additionally healthcare professional reported "crease/folding of implant."

Event description:
Healthcare professional reported left side "rupture" of a saline device. Additionally, healthcare professional reported "crease/folding of implant." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, crease fold, and wear abrasion. Leak test was performed and identified two openings on the posterior side. A microscopic analysis was performed which identified a smooth crease opening and striated edge opening on the posterior side. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a smooth crease opening on posterior due to an fold flaw opening, and a striated edge opening on posterior side due to surgical damage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
A healthcare professional reported left side "rupture" of a saline device. Device remains implanted.